Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a valve replacement procedure, the right ventricular lead exhibited elevated threshold. The device was reprogrammed. The patient would continue to be monitored.